Event description:
This supplemental report is being filed as the patient code was updated. Boston scientific received information that the patient was not feeling well over the past few week. Patient received inappropriate shocks due to atrial fibrillation (af). Moreover, the field representative was notified that the right ventricular (rv) lead perforated. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that the patient was not feeling well over the past few week. Patient received inappropriate shocks due to atrial fibrillation (af). Moreover, the field representative was notified that the right ventricular (rv) lead perforated. This right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.